Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The complaint opt316 junior cannulae were not received for evaluation. Attempts were made to retrieve the devices, but were unsuccessful. From the information provided by the customer is appears that the loop pad (wigglepad padding) had become detached from the cannula after two days of use. The optiflow junior cannula maintains good retention on the infant's face during use. The wigglepads can become soiled with patient secretions over time and this can affect the retention. For this reason, our user instructions warn the user to replace them when necessary and spare wigglepads are available for this purpose. Loop pads are bonded to the infant optiflow cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. The user instructions that accompany the opt314 state the following: ensure skin is dry/prepared. Check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A healthcare facility in (B)(6) reported that the velcro on the wigglepads of four opt316 optiflow junior nasal cannulae had deteriorated and was only lasting for two days. It was confirmed that there was no patient harm.